Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the suction irrigator was stuck, you can turn the dial so it would be intermittent suctioning, however, it suctions continuously. Suction irrigator stuck. The patient had episode of bleeding that was extended due to poor visibility and inability to clear the field due to the suction malfunction. There were no medical intervention reported.

Manufacturer narrative:
The device has been discarded and was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent suctioning and stuck. Probable root cause: severe shipping conditions; material/design error; damaged equipment; user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suction irrigator was stuck, you can turn the dial so it would be intermittent suctioning, however, it suctions continuously. Suction irrigator stuck. The patient had episode of bleeding that was extended due to poor visibility and inability to clear the field due to the suction malfunction. There were no medical intervention reported.